Event description:
It was reported to philips that the device experienced a low battery. There was no patient involvement. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. A part order was placed for a replacement of mrx kit - lithium ion battery by rse. Further evaluation of the device was not requested. Proceeded with part request. Based on the conclusion of the investigation, it was determined that this was a malfunction of mrx kit - lithium ion battery. Servicemax confirms the part was shipped; no further investigation or action is warranted.